Event description:
It was reported the patient's ipg was replaced due to ipg unable to hold a charge. Surgical intervention addressed the issue and therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.